Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and after resetting, the issue did not recur, allowing the customer to continue using the pump.